Event description:
It was reported that a homecare patient experienced difficulties with the seal and fit on one (1), size 8 lpc, low pressure cuffed tracheostomy tube. The reporter states that audible air leaks were occurring at the inner/outer cannula connection. The 8 lpc device had reportedly been in use one (1) day when the problems occurred. There was one (1) patient involved with no reported patient injury. The involved size 8 lpc device was returned to the manufacturer on 09/24/1998 for decontamination, analysis and investigation.